Event description:
It was reported that the customer had failed pressure sensor, segments were missing on the display board, right iui connector was starting to corrode and the door latch spring was not set right which was resolved with replacement of upstream and downstream pressure sensors to fix the channel error, missing segments on the display board, right iui and reset the door latch spring. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.